Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture (loc) and sensing issues. The lead was reviewed under fluoroscopy and found to have dislodged into the patient's superior vena cava. A revision procedure was performed wherein the device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Despite efforts, this product has not been returned for analysis. This report will be updated should the product be received and analysis completed.